Manufacturer narrative:
Not returned. Event conclusion: the patient passed away and the device was explanted. However, the patient's family has decided to keep the device and not return it for analysis. As a result, boston scientific is unable to confirm any allegations against this product. No additional information is available at this time. This event will be reopened if any additional information is received.

Event description:
Event description boston scientific received information that the patient with his pacemaker passed away. The cause of death is unknown. The daughter of the patient wanted to know what happened from the time of the last check up until the time of death. A boston scientific technical services (ts) consultant suggested that she could either have the patient's physician interrogate the device or she could return the device to us for analysis. She stated that she would like to keep the device, she will visit the patient's physician.